Event description:
Multiple attempts to upgrade the firmware were unsuccessful. The physician has decided not to continue with the upgrade procedure. The pt has agreed.

Manufacturer narrative:
This is a final report.